Manufacturer narrative:
Method - lens work order search, device history record review results - a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Visual inspection of the returned product found one haptic broken. The lens was returned dry. Conclusions - (no conclusion can be drawn): based on the complaint history , work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated a 13.2 mm vicm 13.2 implantable collamer lens was received broken. The lens was not implanted.